Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: outside of the/ perforation: fallopian tubes'), embedded device ('some of the endometriosis implants were imbedded deeply'), pelvic pain ('pain - pelvic') and endometriosis of pelvic peritoneum ('endometriosis implants imbedded deeply/extensive pelvic peritoneal endometriosis') in an adult female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endocervicitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), endometriosis of pelvic peritoneum (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding)"), migraine ("migraine/migraines / headaches"), fatigue ("fatigue"), adenomyosis ("extensive endometriosis of the uterus"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder urinary problems or changes: or unable to hold bladder"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision/eye problems type: vision changes"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("gastrointestinal or digestive system condition type: constipation/diarrhea") and endometriosis ("endometriosis of the uterus /endometriosis of the uterus, pelvic peritoneal endometriosis") and was found to have leiomyoma ("leiomyoma."). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full), oophorectomybilateral, total hysterectomy (uterus and cervix removed)) (bilateral salpingo-oopherectomy), ureterolysis and ureterolysis on left side w/ excision of extensive pelvic peritoneal endometriosis). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal pain, dyspareunia, menorrhagia, migraine, fatigue, vaginal haemorrhage, urinary incontinence, tooth disorder, dysmenorrhoea, visual impairment, constipation, diarrhoea, endometriosis and leiomyoma outcome was unknown and the endometriosis of pelvic peritoneum, adenomyosis and infection had resolved. The reporter considered abdominal pain, adenomyosis, constipation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis of pelvic peritoneum, fallopian tube perforation, fatigue, infection, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal haemorrhage, visual impairment and endometriosis to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: there is bilateral tubal occlusion .; on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, endometriosis. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs &mr received. New reporter was added. Lot number was added. Added event abnormal bleeding (vaginal), , perforation (other) please describe and state the location of the perforation: fallopian tubes,/migration of essure device location of device: outside of the fallopian tubes, nausea, dental problems, dysmenorrhea (cramping), pain, vision/eye problems type:vision changes, gastrointestinal or digestive system condition type: constipation/diarrhea other endometriosis of the uterus, pelvic peritoneal endometriosis, leiomyoma. Some of the endometriosis implants were imbedded deeply. Concomitant conditions, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and endometriosis ('endometriosis implants imbedded deeply/extensive pelvic peritoneal endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue"), endometriosis (seriousness criterion medically significant), adenomyosis ("extensive endometriosis of the uterus") and infection ("infection"). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full), oophorectomybilateral and ureterolysis on left side w/ excision of extensive pelvic peritoneal endometriosis). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, migraine and fatigue outcome was unknown and the endometriosis, adenomyosis and infection had resolved. The reporter considered abdominal pain, adenomyosis, dyspareunia, endometriosis, fatigue, infection, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain ¿ pelvic/abdominal, dyspareunia (painful sexual intercourse), bleeding ¿ menorrhagia (heavy menstrual bleeding), migraine, fatigue, extensive endometriosis of the uterus, endometriosis implants imbedded deeply/extensive pelvic peritoneal endometriosis, infection. Event outcome was updated for the events: extensive endometriosis of the uterus, infection, endometriosis implants imbedded deeply/pelvic peritoneal endometriosis. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: outside of the/ perforation: fallopian tubes'), embedded device ('some of the endometriosis implants were imbedded deeply'), pelvic pain ('pain - pelvic') and endometriosis ('endometriosis implants imbedded deeply/extensive pelvic peritoneal endometriosis') in an adult female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endocervicitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), the first episode of adenomyosis ("endometriosis of the uterus /endometriosis of the uterus"), abdominal pain ("pain (abdominal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding)"), migraine ("migraine/migraines / headaches"), fatigue ("fatigue"), the second episode of adenomyosis ("extensive endometriosis of the uterus"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder urinary problems or changes: or unable to hold bladder"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision/eye problems type: vision changes"), constipation ("gastrointestinal or digestive system condition type: constipation") and diarrhoea ("gastrointestinal or digestive system condition type: constipation/diarrhea") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full), oophorectomybilateral, total hysterectomy (uterus and cervix removed)) (bilateral salpingo-oopherectomy), ureterolysis and ureterolysis on left side w/ excision of extensive pelvic peritoneal endometriosis). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal pain, dyspareunia, menorrhagia, migraine, fatigue, vaginal haemorrhage, urinary incontinence, tooth disorder, dysmenorrhoea, visual impairment, constipation, diarrhoea and leiomyoma outcome was unknown and the endometriosis, the last episode of adenomyosis and infection had resolved. The reporter considered abdominal pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, fatigue, infection, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal haemorrhage, visual impairment, the first episode of adenomyosis and the second episode of adenomyosis to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: there is bilateral tubal occlusion .; on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, endometriosis. Lot number: 774399 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.